Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had alarm on their insulin pump. It was reported that the pump would be replaced and returned. No further information provided.

Manufacturer narrative:
The pump passed the self test and displacement test. However, the pump error 63 alarm was confirmed in the pump history file due to a software error. The pump was received with minor scratches on the lcd window and case.